Event description:
A doctor reported that knives are dull in approximately 20 percent of the procedures performed. There has been no patient impact. Additional information has been requested, but is confirmed to be unavailable.

Manufacturer narrative:
No sample or lot number information was received by manufacturing for evaluation. Without lot information, a device history record review and complaint history review could not be conducted. Because a sample was not returned and the lot information was not provided, the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested and confirmed to be unavailable. (B)(4).